Manufacturer narrative:
Product has not been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that the ilet touchscreen was cracked after the device fell to the ground. The device remained functional but was no longer watertight. The patient was advised that a replacement would be required. Bg was not affected during the event, and no medical intervention or outside assistance was required.